Event description:
It was reported that the pump stopped fill tubing and requested a minimum of 50 units to continue. Customer loaded more insulin and overfilled the cartridge, so tandem technical support had customer restart the load process with a new cartridge. Customer was able to do so successfully and resume insulin delivery. The customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.